Event description:
Pt was implanted with chronos beta-tcp strip, matrix screws, matrix locking caps, matrix polyaxial heads, rods, and t-pal spacer on (B)(6) 2012, for a tilf. Pt later developed an infection at the implant site. Pt's implants were not removed. Pt was treated with incision and drainage (I and d) and antibiotics beads at the infection site. This is 11 of 22 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization. The sterilization parameters are consistent with synthes current ifus, and the supporting validations demonstrate that a sterility assurance level, sal, of 10-6 is achievable when the ifus are employed.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.